Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient¿s cgm was reading 172 mg/dl and the bg meter was reading 500 mg/dl. The patient was ¿feeling sick¿ and had symptoms of hyperglycemia, however, no physical symptoms were reported. The patient self-treated with insulin at home. Around 10am, the patient called ems. Ems arrived and transported the patient to the ER. At the ER, the patient was treated with an unspecified IV drip and zofran. The patient was discharged home later the same day around 5pm. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.